Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental record will be filed.

Event description:
Lawyer states that the end user was attempting to disembark a van via lift gate when the wheelchair suddenly accelerated, striking the lip of the lift gate. The wheelchair tipped over and landed on top of the end user's legs and feet.

Manufacturer narrative:
Update from 10/05/2015 added by consumer affairs: reviewed the lawsuit with invacare's lawyer. Clarified the subject wheelchair is a permobil wheelchair equipped with an invacare "head unit". Update from consumer affairs on 03/08/2016: our lawyer was advised the asl control switch is a model #: qh2l105c; (B)(4). Invacare component part on non-invacare wheelchair. (B)(6). Should additional information become available, a supplemental record will be filed.

Event description:
Update from 10/05/2015 added by consumer affairs. Reviewed the lawsuit with invacare's lawyer. Clarified the subject wheelchair is a permobil wheelchair equipped with an invacare "head unit". Update from consumer affairs on 03/08/2016: our lawyer was advised the asl control switch is a model #: qh2l105c; (B)(4). Invacare component part on non-invacare wheelchair. Lawyer states that the end user was attempting to disembark a van via lift gate when the wheelchair suddenly accelerated, striking the lip of the lift gate. The wheelchair tipped over and landed on top of the end user's legs and feet.